Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and it would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced radiating back pain and bilateral knee pain due to a loss of stimulation. Following charging reeducation, the patient attempted to charge the implantable pulse generator (ipg); however, although charging was initially successful for a short period, the patient required frequent recharging and ultimately was unable to charge the ipg. The ipg was assessed to have reached its end of service, and the patient subsequently underwent a revision procedure during which the ipg was explanted and replaced. Postoperatively, it was noted that the patient had been using a charger that was not part of the boston scientific scs system, which may have contributed to the event. The patient was reported to be doing well postoperatively. The explanted device was retained by the medical facility and will not be returned for analysis.

Manufacturer narrative:
Correction in initial MDR in blocks; b1, b5, and h6.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced radiating back pain and bilateral knee pain due to a loss of stimulation. Following charging reeducation, the patient attempted to charge the implantable pulse generator (ipg); however, although charging was initially successful for a short period, the patient required frequent recharging and ultimately was unable to charge the ipg. The ipg was assessed to have reached its end of service, and the patient subsequently underwent a revision procedure during which the ipg was explanted and replaced. Postoperatively, it was noted that the patient had been using a charger that was not part of the boston scientific scs system, which may have contributed to the event. The patient was reported to be doing well postoperatively. The explanted device was retained by the medical facility and will not be returned for analysis.